Manufacturer narrative:
The device history record for the reported lot number, 0202339476, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and the investigation; a follow-up report will be filed. All information reasonably known as of 21-feb-2018, has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the second of two reports. Refer to 2026095-2018-00019 for the first event. Fill volume: 500 ml, flow rate: 8 ml/hr, procedure: ankle surgery, start time: (B)(6) 2018 stop time: (B)(6) 2018 at 4:38 pm. It was reported that two pumps were used on a patient for ankle surgery. About 24-hours later the patient started to have a terrible headache that would not go away. After two hours of being instructed to turn the pump's dial to "0", the patient's headache went away. The patient was instructed by anesthesia to remove the pumps. According to the patient of the pumps was almost empty.

Manufacturer narrative:
One (1) pump was received partially full. The pinch clamp was opened and the pump infused at all selectable rates. The tubing was cut below the blue connector to drain the medication. A male and female luer were used with cyclohexanone to bond the tubing back together. A baxa repeater pump was used to refill the pump with 400ml of 0.9% saline. Flow accuracy testing was performed with the saf set to 8ml/hr. The pump was allowed to infuse for 37.5-hours and had a flow rate of 7.26ml/hr which was within specification with a +/-20% tolerance. Pressure pot testing was performed on the flow control tubing saf unit flow rates 2, 4, 8 and 14ml/hr. The saf unit was detached from the pump and hooked onto a pressure gauge and the filter was removed from the tubing. The average bladder pressure used was 7.46psi. Flow rate 2ml/hr yielded a rate of 1.82ml/hr which was within specification with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 3.48ml/hr, which was within specification with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 8.50ml/hr, which was within specification with a +/- 20% tolerance. Flow rate 14ml/hr yielded a flow rate of 13.45ml/hr, which was within specification with a +/- 20% tolerance. The investigation summary for the pump concluded that a fast flow was not observed on the pump. The pump infused at all selectable rates. Flow accuracy testing was performed and was within specification with a +/-20% tolerance. Pressure pot testing also passed specification with a +/-20% tolerance. All information reasonably known as of 06-may-2018, has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.